Manufacturer narrative:
This MDR was created to replace MFR report # 2243072-2026-00065 which was submitted with the incorrect plant. Device evaluation: our quality engineer inspected the sample submitted for evaluation. The report that the needle would not retract could not be confirmed from the 18g insyte autoguard device that was provided for investigation. It was reported that the device was placed; however, the sample was received without evidence of use. The IV catheter was positioned over the needle. It was reported that the button was broken; however, no damage or defects were observed on the button. Upon pressing the button, the needle instantly and fully retracted. Before the safety mechanism was activated, it was noted that the needle was slightly bent near the needle hub. The reported issue of needle retraction failure could not be confirmed and the cause of the slight bend in the needle could not be determined. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
Needle would not retract after IV placed and button broke. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. No.